Event description:
Healthcare professional reported that a patient was injected in the cheek (ck1, ck4) and jaw (jw1) with 2.6 ml of juvéderm® voluma¿ with lidocaine and in the cheeks (ck3), furrows, and lips with 2 ml of juvéderm® volift¿ with lidocaine. Six hours later, the patient experienced ¿swelling/angioedema¿ at the injection sites, and a ¿delayed allergic reaction¿ after approximately 4 hours. The patient was treated with telfexo 180 mg 2x, encorton 5 mg 2x po, ibuprofen 400 mg po. The event resolved at an unspecified time. This file captured the juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.